Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: performance data collected from the device indicates that the device reached eri battery voltage in 17 months. There was 50.99 seconds of charge time. Device analysis determined the device longevity was not met. Further analysis determined the early battery depletion was caused by a leaky battery filter capacitor.

Event description:
It was reported that the device was explanted due to premature battery depletion. No patient complications were reported as a result of this event.